Event description:
Customer reported an issue with the panorama central station's server, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections including cleaning the system's error logs and replacing the hard drive. System was safety tested to factory's specifications.